Event description:
The user stated the ammonia results between p module (B) (4) (p3) and p module (B) (4) (p2) were not matching and provided data for one patient plasma sample. The sample initially recovered 151 ug/dl on p3 and the result was reported. The same sample was then repeated on p2 and a result of 118 ug/dl was received. The result was not corrected as the user stated, she could not be certain which result was correct. The patient was not harmed based on the released result. The ammonia reagent lot number was 61638201. The field service representative found there was a hole in the vacuum tube for the low concentration waste at the front of the rinse mechanism and the gear pump pressure was a little low. He replaced the tubing and the final squeegee, adjusted the gear pump pressure, checked the probe adjust, wash and rinse volumes in the cells and stirrer paddles and cleaned the rinse wells. To verify the analyzer performance, he ran precision testing with results within specifications.